Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited failure to capture and decrease in r-wave sensing due to lead dislodgement. The lead also exhibited noise resulting in inappropriate defibrillation therapy. Lead was repositioned successfully. Patient condition was stable.